Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrhythmia. Specifically, the patient was noted to have atrial fibrillation at a rate in the range of 100-130 bpm. Electrophysiologist consulted and recommended starting amiodarone bolus and amiodarone drops. Additional information reported that the patient's cardiac arrhythmia was treated with cardioversion which was completed on (B)(6) 2020 in normal sinus rhythm and resolved without sequelae. Additional information reported that the patient's arrhythmia did not result in clinical compromise. The patient had an arrhythmia prior to lvad therapy, but only ventricular tachycardia. The patient has a history of coronary artery disease and had an implantable cardioverter-defibrillator (ICD) placed with three leads prior to lvad therapy on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of atrial fibrillation could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.